Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg), specific value was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.